Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a femoral popliteal there was a complete fracture on the suture in the mid portion of the suture line resulting in unraveling of the suture line and arterial bleeding. The entire anastomosis was then reinforced with another suture and the lateral anastomosis was repaired as well. There was no unusual handling of the suture that would have damaged it. In addition, during the same case a needle broke off the suture completely with minimal manipulation.